Manufacturer narrative:
(B)(6). Patient information: no further information was provided. Investigation of the complaint issue included a review of the complaint text, customer's instrument logs, complaint activity, trending data, device history records and labeling. Return testing was not completed as returns were not available. Review of the customer's instrument logs did not identify any issues. Review of complaint and trending data did not identify any issues or trends for the complaint issue. Review of device history records did not identify any issues or non-conformances. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the architect calcium reagent.

Event description:
The customer obtained falsely depressed and inconsistent architect calcium results. The customer's reference range is 2.2 to 2.6 mmol/l. The following initial and repeat results were provided: (B)(6). No impact to patient management was reported.